Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a low blood glucose (bg) below 70 mg/dl with associated with an alleged inaccurate delivery. The patient report not know the exact bg value. It was reported that the patient had a seizure and was given a shot of glucagon as a treatment. The patient did not go to the hospital. It could not be determined whether or not the patient continued pump therapy. The patient did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting with customer technical support (cts) could not be completed because the patient was not available therefore the inaccurate delivery allegation could not be confirmed. This complaint is being reported based on the allegation that the patient experienced hypoglycemia and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2018 with the following findings: the pump was exercised for 24 hours with no issues. After the duration test, the pump accurately recorded the total amount of units delivered. The recorded total daily doses added up to the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated.